Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine ¿10mg¿ at ¿1.465¿ and clonidine ¿500mcg¿ at ¿73.25¿ via an implantable pump. The indications for use were failed back surgery syndrome and spinal pain. A motor stall was reported. The patient had symptoms of withdrawal. The environmental, external or patient factors that may have led or contributed to the issue was motor stall. The diagnostics and troubleshooting reported were ptm code for motor stall and interrogation with the clinician programmer. The actions and interventions taken to resolve the issue was the pump was replaced. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.